Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer (fse) reported that drawer 1 produced a clicking sound when opened and failed to operate properly. The fse observed upon arrival that the medication station was hanging off the back of the cabinet on which it was placed, causing the entire unit to sit at an angle. The fse repositioned the medication station fully onto the cabinet so that it rested flat, after which the drawer recovered and opened without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed. The customer tried to reboot, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.